Event description:
A stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The stent graft system was completely implanted. It was reported that upon final angiogram there was an alleged type I endoleak. The physician elected to place a palmaz stent, however, the endoleak did not change. It was later determined it is a type ii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval codes - results: endoleak